Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron select 5f select catheter (5f select). During the procedure, the 5f select fractured while being used in the patient. After an unsuccessful attempt to retrieve the broken piece of the 5f select using a snare device, the physician decided to leave it in the patient's external carotid artery. There was no report of an adverse effect to the patient.